Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the distal circumflex (cx). The physician deployed a 3.00 x 12 taxus express2 drug eluting stent. One year and five months post the stent implant, the pt presented, in the ER at a different facility, with chest pain and non-stemi myocardial infarction. Thrombosis was diagnosed angiographically. An unk MFR stent was implanted to treat the pt. The pt had been taken off of plavix 11 days prior to the event, due to back surgery. Pt status reported as "good/fine". Add'l info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.